Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 24 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead recorded an alert for high out of range pacing impedances. Further investigation revealed, noise and loss of capture. A conductor fracture was suspected and this ra lead was explanted and replaced. During the revision, the lead was tested via a pacing system analyzer and the high impedances were recreated. No additional adverse patient effects were reported.